Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
On 9/24/2018, mentor received additional information: deflation noticed by patient as there was no palpable volume on the breast. The patient underwent removal and replacement with unspecified mentor saline prostheses. The patient's last known condition was fully recovered. Device evaluation summary: the device was received at mentor without fluid. White and brown material was observed within the device. White material was observed on the shell surface. The product evaluation team discovered a rent 1.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. The device history record (DHR) of lot number 5715326 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).